Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor, and a bruised toe. Reportedly, customer believes the cause to be insulin stacking. Customer required assistance from parents to treat bg level via glucagon injection. The customer was instructed to consult with healthcare provider regarding bg level.